Manufacturer narrative:
Combination product: yes. This lead was capped on (B)(6) 2025 the lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
This lead shows noise which led to inappropriate shocks. Lead remains implanted. Should additional information become available, this file will be updated.